Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level displayed as "high" (specific value not known) on 8/29/2025. Reportedly, the customer was preforming the load process incorrectly. Tandem technical support educated the customer on the load process. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, 8/31/2025 with the issue resolved and no permanent damage.